Event description:
Customer reported an issue when implanting a preloaded intraocular lens (iol), model pcb00. A brief description of the event provided that the physician noticed that the injector was harder than normal and the lens walked on the plunger with difficulty. Suddenly, physician felt a small tremor and the lens stayed on the tip of the injector without entering the anterior chamber. Physician noticed that in this tremor, the posterior capsule was ruptured during the attempt to implant the iol. Physician was unable to implant the combined lens with the patient and had to enlarge the incision to implant a rigid lens in the capsular sulcus. No further information provided.

Manufacturer narrative:
Telephone number (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.